Event description:
The pt received an scs sys, including a surgical lead, on (B)(6) 2009. The pt reported falling approx two months ago. Since that time, the pt has requested reprogramming three times as the stimulation was not covering the pt's pain. During the last reprogramming session, the physician discovered the lead had migrated. The physician plans to revise the existing lead but no date of surgery has been set. F/u on the pt found no further issues.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.